Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the test system leak was non-compliant. The gas delivery system (gds) was replaced, and the se reported that the "high pressure leak", and "test system leak" issues were resolved. The device was not returned to service at the time of the repair, due to additional services being required. This investigation is still ongoing.

Manufacturer narrative:
The customer contacted philips and reported that the issue (oxygen flow rate leak) was still reoccurring, after the oxygen valve, and data acquisition (da) board were replaced; and the flow sensor assembly's chamber was completed. The customer reported that the oxygen leak was located near the air filter. The remote service engineer (rse) recommended replacing the gas delivery system (gds). This investigation is ongoing.

Manufacturer narrative:
Additional details were reported, and the service engineer (se) reported that the problem was noticed during preventative maintenance (pm). While performing the performance test, the results for the oxygen were out of tolerance; it was reported that the out of tolerance was at 51%, 71%, and 109%. The se noted that the solenoid valve seemed to have been changed, but the issue was not resolved. The se then noted that if the solenoid valve did not resolve the issue, it was recommended that the flow sensor assembly be replaced. This investigation is still ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A replacement data acquisition (da) board was shipped to the customer; however, it could not be confirmed if the part was replaced, and the issue resolved. Multiple good faith efforts (gfe) were performed on 06nov2025, 13nov2025, 19nov2025, and 25nov2025 for further details regarding the event; but no response was provided. No further details could be obtained regarding the event. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Additional details were provided, and the diagnostic performed by the engineer, noted that the problem persisted despite the replacement of the recommended parts. A follow-up was performed with the technical support, and it was recommended to replace the data acquisition (da) board. This investigation is still ongoing.

Manufacturer narrative:
The service engineer (se) performed the additional services on the device, and reported that a performance test was completed, and the device was okay. The device was noted as operational and notified the customer that the device can be returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an oxygen flow rate issue (oxygen flow rate at 21%, which is around 55%). There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had an oxygen flow rate issue (oxygen flow rate at 21%, which is around 55%, and was completely shut down). Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).